Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and noted that the standard (std) a solution was replaced on (B)(6) 2020, and quality control (qc) was out on (B)(6) 2020 at 1:30 a.m. The customer replaced the x tubing, sensor, diluent, and sample probe tip. An alignment, condition test, and dilcheck were performed, and no issues were noted. The customer reported that qc was within the laboratory ranges, and the dimension exl instrument is operating as expected. Siemens reviewed the information provided and observed a successful calibration before processing the sample. It was noted that standard a was changed 2 hours before the samples were processed, and qc was in range when the sample was run. Siemens confirmed the sample was centrifuged in an aptio centrifuge for 5 minutes, per the customers' protocol, and ran in a small sample container. Based on the information provided, siemens determined that the sample was centrifuged using statspin and is outside the tube manufacturer's instructions for centrifugation at 1100-1300g for 10 minutes. The cause of a falsely depressed sodium (na) result on a dimension exl instrument is unknown. Siemens concluded that contributing factors such as sample integrity and preanalytical variables could not be ruled out as a potential cause of the event. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
The customer obtained a discordant, falsely depressed, sodium (na) result on a dimension exl with lm integrated chemistry system and sample transfer module. The falsely depressed result was reported to the physician(s). The customer used the same patient sample to perform repeat testing on an alternate dimension exl instrument. The repeat result was higher, and the customer noted that a corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.